Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, the device exhibited 2 controller error alarms. The resolution for this issue is unknown.

Manufacturer narrative:
D6a and d6b should have been left blank. H6 . Health effect - impact code f2601 was erroneously entered on the initial manufacturer device report.